Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) lead. A lead issue is suspected but not confirmed. Reprogramming options were discussed. A lead replacement is scheduled in the future with no date determined yet. Additional information was received that a lead revision was performed and this lead was capped and surgically abandoned. No additional adverse patient effects were reported.